Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels and ketoacidosis. The patient was hospitalized with symptoms of nausea, vomiting, stomach ache and headache. She was treated with insulin given intravenously and fluids.